Event description:
Report received from the USA, stating that the device had a hole in the cord. Device was used in knee surgery. No injury or medical intervention occurred. No add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info should become available, a supplemental report will be sent. (B)(4).